Event description:
The customer reported that the display is not working on the unit. No pt involvement was reported.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.